Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had a minor scratch on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 399 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was wearing an insulin pump at the time of hospitalization. The customer was reported to be vomiting at the time of the event. The customer had diabetes ketoacidosis. The customer was reportedly taken off the pump and the blood glucose levels went down, however, when the insulin pump was again placed on the customer, the blood glucose levels went up again. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.